Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc) due to perforation of the free heart wall. A surgical intervention was required; therefore, this is considered a serious injury. No additional adverse patient effects were reported.